Event description:
It was reported that the sys would intermittently not product a fluoroscopic image, this caused an intermittent loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The reported issue is currently under investigation.